Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the piggybacks are not infusing completely.

Manufacturer narrative:
Continued from d.11: 250ml baxter bag lot y321059 exp apr21, 0.9% nacl injection; 100ml baxter bag lot 19g24g50 exp 03/2020, 0.9% nacl injection; non-bd vial adapter. Additional information provided: d.10 & d.11. The customer's report that the secondary infusion did not infuse completely with a primary infusion was not confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing resulted in no alarm or any issues. The root cause was not identified.

Event description:
It was reported that the secondary infusion of 0.9% sodium chloride (900mg) 100ml did not infuse completely, with a primary infusion of 0.9% sodium chloride 250ml although requested, there has been no impact to patient response or additional event information made available to date.